Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Manufacturer narrative:
The patient had acute aortic dissection and an ascending aorta replacement was performed. Bioglue was applied to the proximal false lumen and proximal and distal suture lines. The applied amount is unknown but the surgeon conducted de-airing, priming, and other procedures. "A while after surgery", pleural effusion of unknown origin developed and negative pressure wound therapy was performed. The pleural effusion disappeared after the negative pressure wound therapy was performed and the patient discharged from the hospital. The pleural effusion was found by CT scan. The surgeon stated that because of osteoporosis, "sternal wire had broken sternums gradually after the surgery and the pleural effusion might have oozed from small space between dislocated sternums. "We asked cmi for clarification about the surgeon's previous statement. This is the response received from cmi, "the surgeon's idea is just that the pleural effusion was not inflammatory response due to bioglue but caused by osteoporosis. But the surgeon stated that the above idea lacks evidence." A review was performed on the available information. The manufacturing records were reviewed. It was confirmed that all records were controlled, available for review, and met all specifications per the device master record (dmr). The mediastinum is anatomically separate from the pleural space and a fluid collection in the mediastinum should not flow into the pleural cavity unless there was abnormal connection. Likewise, the aorta, and consequently the bioglue used in this case, are also located in the mediastinum and would not cause a pleural effusion. There are many reasons for a post-operative pleural effusion, none of which are related to bioglue. These would include atelectasis, pneumonitis, or volume over load. Based on the information available at the time of this report, we are unable to definitively determine the cause of the pleural effusion observed in this patient. Pleural effusion is not a commonly reported adverse event related to the use of bioglue. Additional information would be required to more thoroughly investigate this complaint and potentially determine the root cause of the reported event. The IFU lists "pleural effusion, inflammatory, immune systemic allergic reaction and hypersensitivity section such as swelling or edema at the application site" as potential adverse events that may occur from the use of bioglue.

Event description:
The patient had acute aortic dissection and an ascending aorta replacement was performed. Bioglue was applied to the proximal false lumen and proximal and distal suture lines. The applied amount is unknown but the surgeon conducted de-airing, priming, and other procedures. "A while after surgery", pleural effusion of unknown origin developed and negative pressure wound therapy was performed. The pleural effusion disappeared after the negative pressure wound therapy was performed and the patient discharged from the hospital.

Event description:
According to case report (B)(4), the patient had acute aortic dissection and an ascending aorta replacement was performed. Bioglue was applied to the proximal false lumen and proximal and distal suture lines. The applied amount is unknown but the surgeon conducted de-airing, priming, and other procedures. "A while after surgery", pleural effusion of unknown origin developed and negative pressure wound therapy was performed. The pleural effusion disappeared after the negative pressure wound therapy was performed and the patient discharged from the hospital.